Manufacturer narrative:
The initial MDR 2517506-2017-00425 was filed on april 21, 2017. Corrected information: the initial MDR was filed against a dimension vista instrument. The issue was determined to be a patient-specific incompatibility with the dimension vista loci methodology, which the cardiac troponin I method is based on. The product information has been updated. Additionally, the conclusion code has been updated.

Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. No reagent or instrument issues were identified. The patient sample was ran on advia centaur and a measurement error and negative result were obtained. The issue is a patient specific incompatibility with both the dimension vista loci methodology and the advia centaur acridium ester methodology. Both methods flagged the sample as having an issue and no results were reported. The sample from this patient is not available for further troubleshooting. The cause of the discordant, falsely depressed cardiac troponin results is sample specific issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed cardiac troponin results were obtained on a patient sample on a dimension vista 1500 instrument. The initial result was flagged (e142: measurement error flag) and was not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument twice. The first repeat resulted low and flagged (dilute 1:2, e142: measurement error flag). The second repeat (auto-dilute 1:5) resulted higher and without a flag. The customer did not report out a result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cardiac troponin results.